Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities. This pr is being closed at this time since no report is required.

Event description:
The manufacturer previously reported that the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation auto CPAP device. The manufacturer received information from the patient alleging contracting cancer, which is currently undiagnosed by a pulmonologist, from the device prior to receiving the replacement device. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation auto CPAP device. The manufacturer received information from the patient alleging contracting cancer, which is currently undiagnosed by a pulmonologist, from the device prior to receiving the replacement device. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. Correction: according to the clinical assessment, a definitive diagnosis can only be made by a pulmonologist in the coming weeks,¿ no harm or injury has been sustained and therefore further analysis of cause and/or contribution of the device to a serious injury or death is not applicable. If additional information is obtained about this event, please send it to the pms clinical expert for review. Corrections to sections b and h have been made to reflect this correction.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer. However CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities. Should additional information be received, a supplemental report will be filed."

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation auto CPAP device. The manufacturer received information from the patient alleging contracting cancer, which is currently undiagnosed by a pulmonologist, from the device prior to receiving the replacement device. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.